Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had absence of vibrate. The customer's blood glucose was 190 mg/dl at the time of incident. The customer stated that the anomaly persisted after changing the battery. The customer stated that the insulin pump did not vibrate during self test. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received unable to vibrate due to broken vibrator black wire. The insulin pump passed displacement test, rewind test, basic occlusion test, prime, excessive no delivery test, occlusion test and a21 error test. All operating currents tested with in the specification range and passed off no power test. The insulin pump had cracked reservoir tube lip, cracked case near the display window corners and minor scratches on the display window noted.